Event description:
During index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid lad. During implantation a dissection occurred. It is unknown how the dissection was treated. (Ref MFR # 9612164-2012-00026)

Manufacturer narrative:
Continued from concomitant medical products: lipid lowering drugs. (B)(4): dissection. Patient's age at time of event was (B)(6) not (B)(6) as reported in initial report.

Manufacturer narrative:
(B)(4). Evaluation, results: mi.

Event description:
Approximately 36 months post index procedure the patient was hospitalized due to a gi bleed. The patient was treated with medication and a transfusion. Antiplatelet medication was stopped due to the event and resumed 4 days post the gi bleed. Investigator indicated that the reported event was not related to the study device it is reported that the issue is not resolved.

Event description:
A 3.0 mm diameter x 18 mm length endeavor sprint rapid exchange (rx) drug eluting coronary stent was deployed in the mid lad of a patient with no issues reported. It was reported that the patient had an mi one day post implant of the relevant stent. Prolonged hospitalization was required. No other clinical sequelae were reported.

Manufacturer narrative:
Results, conclusion: haemorrhage. (B)(4).